Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine years and nine months post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve. The reason for the intervention is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received information that the transcatheter aortic valve was implanted due to stenosis of the original bioprosthetic valve. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.